Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 29th april 2026, it was reported by an arthrex employee via email that for an ar-2324bcc, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, the anchor broke during insertion. This was detected during use in an ankle joint instability surgery on (B)(6) 2026. The procedure was completed successfully by using another new ar-2324bcc, no patient harm and no secondary procedure needed. Ar-2324ptb was used to prepare bone socket, bone quality of patient is hard, and no fragments were left in the patient.